Event description:
It was reported that approximately 3 days post lens implantation the lens was explanted due to opacification. According to the reporter, the pt had cloudy vision int he lower and upper field of the optic.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.